Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission with non sustained right ventricular oversensing (nsrvo) episodes. Review of the episodes showed noise artifact. Further information was not available.